Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. The PMA/510(k) from k821628 to n970012.

Event description:
It was reported that the patient had his ipp removed due to pump extrusion and infection through the scrotum. Damage to the epigastric artery was reported. The physician performed a laparotomy to stop the blood flow. The patient was discharged from the hospital five days post operation. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Cylinders and pump: catalog #: 72404232, serial #: (B)(4), expiration date: 10/12/2014, manufacture date: 10/2012. Reservoir: catalog #: 72404155, serial #: (B)(4), expiration date: 09/01/2014, manufacture date: 09/2012.